Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse removed the catheter and felt resistance and noticed there was a snag/kink in the catheter. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter for evaluation. Signs of use in the form of biological material were noted on the catheter body. Visual inspection revealed a cut/tear in the distal end of the catheter body. The main cut was parallel with the body of the catheter. Additional tears were noted perpendicular to the catheter body at the cut. There was also noticed to be a kink in the catheter body near the juncture hub. The total length of the catheter body measured 84 mm, which is within specifications of the nominal value 85 mm per catheter graphic. The outer diameter measured 0.05425", which is within specifications of 0.046-0.056" per catheter graphic. The inner diameter of the catheter tip measured 0.034", which is within specifications of 0.0317-0.0357" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed, water leak out of the cut/tear. The catheter was sent to wyomissing for further functional testing. They confirmed that the defect appeared consistent with the needle cutting the inside of the catheter during insertion. The IFU provided with this kit warns the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The complaint of an endurance catheter being cut/torn was confirmed by a complaint investigation on the returned sample. Visual and functional inspection confirmed a cut in the catheter parallel to the body. The catheter passed all relevant dimensional inspection. Based on the sample returned, and feedback from r & d engineers, unintentional use error - contact with sharps, likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the nurse removed the catheter and felt resistance and noticed there was a snag/kink in the catheter. No patient harm reported. The patient's condition is reported as fine.